Manufacturer narrative:
(B)(4).device evaluation by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.(B)(4)

Event description:
It was reported that during a stenting treatment procedure, the express biliary stent "kept prolapsing or flipping out of the renal artery". No patient complications were reported and patient status is fine.